Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was receiving excessive no delivery alarms. It was reported that the customer states the piston slowed down. It was reported that an infusion set, resolved the issue. It was reported that the customer asked to have their infusion sets replaced.